Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that lead perforation was suspected due to low sensing and high threshold. Perforation was confirmed via fluoroscopy. Lead was explanted and replaced.